Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the staple was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The device was clamped on tissue. A new product was opened and used successfully to complete the case. There was no patient injury.